Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Summary of event: as reported, during right retrograde intrarenal surgery (rirs), when the basket of an ncircle tipless stone extractor was opened in the kidney one of the wires was found to be broken. Another cook basket was used to complete the procedure. The basket was not tested prior to use. The basket was not intact prior to use. No laser or other electrified device was in use at the same time as the basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional testing of the complaint device was also conducted. The product was returned to cook in original packaging. Returned with handle in open position and basket open. Male luer lock adapter (mlla) knob was found to be loose and the collet knob was tight. The spacer was present in the handle. A function test showed that the basket was able to be actuated. A basket wire was confirmed to be broken. A lot history search found no other complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product specification for the ncircle tipless stone extractor was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have 1 of the basket wires pulled free from the basket cannula that secures the proximal end of the basket wires in place. The provided information stated the issue was discovered when the basket was opened inside the kidney. The cause for the issue could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 15sep2021: the basket was not tested prior to use. The basket was not intact prior to use. No laser or other electrified device was in use at the same time as the basket.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k # ¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during right retrograde intrarenal surgery (rirs), when the basket of an ncircle tipless stone extractor was opened in the kidney one of the wires was found to be broken. Another cook basket was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.